Event description:
It was reported that a black unidentified slag-like foreign object in the hose, was found in the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese: the head nurse of the pediatric department reported that the product was only able to inject 1ml of normal saline when the tube was flushed the next day during the use of the product. After pulling out the needle, it was found that there was a black unidentified slag-like foreign object in the hose, which caused the catheter to be blocked; the hospital suspected that the unknown black slag-like foreign object was debris from the rubber plug of the bd prefilled catheter flusher. It is hoped to identify and compare the components of the slag-like foreign matter.

Manufacturer narrative:
A device history review was conducted for lot number 2249849. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a used sample has been provided to aid in our investigation. During visual analysis of the device, our engineers observed that catheter tubing of the device had a distinct blue tint. Compositional testing of this section of the device determined that the material was most closely related to vinyl acetate . This compound is not found on the manufacturing floor and is not known to be associated with the manufacturing process. Based on the available information our engineers could not associate the root cause for this event with the manufacturing process.